Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician concerning patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported the patient needed an MRI. The caller reported that the ins has not worked for at least 2 months. Overdischarge was suspected. No patient symptoms were reported. No further complications were reported/anticipated.